Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is heavily damaged around the lock detail suggesting that it was not locked into the shell. The clinical medical investigation concluded that this complaint from new zealand reports a revision was performed on an r3 hip secondary to dislocation. It was communicated that no further documentation would be forthcoming. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A dimensional inspection was attempted but the device was too damaged from implantation, disassociation and extraction to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the r3/polar construct was implanted on tuesday (B)(6) 2020 was brought back to theatre for a revision due to dislocation. It was found that the xlpe liner was not locked into the cup. The patient underwent a manipulation under anaesthetic on thursday (B)(6) to relocate the hip, then revision surgery on friday (B)(6) as the hip was still dislocating. A new liner and head were implanted. The new liner seemed to engage in the cup well.